Manufacturer narrative:
G4: 12jun2020; b4: 15oct2020. The manufacturer¿s international service technician evaluated the device and was unable to duplicate the reported problem. As a precaution, the touch screen was replaced. Operational testing was conducted and the device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05june2020.

Event description:
The customer reported that when the power was turned on right before use, the screen was displayed but operation failed. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.